Manufacturer narrative:
(B)(4). The product packaging was returned containing the catheters, the stylet and the right angle clip. The valve was not returned. Therefore, an eval of the device performance was not possible and the complaint could not be verified. Medtronic neurosurgery has received no other complaints for this lot and a review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
During the surgery, when the dr opened the package, he found a leak in the valve.